Event description:
It was reported that the patient's right atrial (ra) lead showed micro or partial dislodgment leading to intermittent loss of capture, rising and acutely higher thresholds, and dizziness. The lead was repositioned post operatively and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).